Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a cassette not properly attached error. The air sensor and downstream occlusion (dso) seal were reportedly unattached and falling off. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a loose air detector, a delaminated downstream occlusion (dso) seal and that the upstream occlusion (uso) seal was buckling. The air detector and dso/uso seals were replaced to fix the issue.